Event description:
Consumer reported complaint for low, high and erratic blood glucose test results. Customer stated that a few days ago she got a reading am fasting of 60 mg/dl (she wasn't having any diabetic symptoms) and that sometimes the meter will give her a reading over 200 mg/dl (did not specify number). The customer¿s expected am fasting blood glucose test result range is 120-130 mg/dl and expected pm fasting blood glucose test result ranges 110-123 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 05/13/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history; customer stated that the meter would not power on.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation most likely underlying root cause: mlc-020: user's test strip had poor storage note 1: manufacturer contacted customer in a follow-up call on 04-jan-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she had received the replacement products but had not yet used them. Note 2: manufacturer contacted customer in a follow-up call on 06-jan-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she had still not used the replacement products. Customer stated that she wasn't feeling well (coughing and fever), but symptoms were not related to diabetes. Note 3: manufacturer contacted customer in follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 14-feb-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.